Event description:
Trocar inserted into abdomen. Physician alleges end did not release and shortly thereafter bleeding noted in abdominal cavity. Further exploration revealed laceration of left iliac and mesenteric vein.